Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed cleanz leak at the probe wipe but could not pinpoint the source. The fse performed the rinse block adjustment, cleaned the blood sampling valve (bsv), checked all tubing on bsv, replaced tubing at wire markers (wm 11 and wm 12), replaced 18" latron line from pinch valve (pv11) and flushed high and low vacuum lines. The fse also cleaned the dead plate, emptied the waste container; replaced the diluent cube and the tubing through pinch valve (pv66) that had a hole it. Issue was resolved at completion of servicing. Failure mode: probe wipe, however the fse could not determine the source of leak and resolved it through services performs. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that clenz leaked from the coulter lh 500 hematology instrument during routine cleaning maintenance and was not contained as fluid leaked onto the counter. Customer stated that all quality controls (qc) was in range. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.